Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3 plus sensor while connected to the ilet system, remaining stuck in pairing for approximately thirty minutes until customer care guided a toggle procedure and re-pairing, after which the sensor entered warm-up. No adverse clinical symptoms reported. Outcomes included successful restoration of sensor pairing with continued use. User support included troubleshooting and user education conducted remotely. Investigation of this case revealed a resolved connectivity issue consistent with transient communication interference between the cgm app and sensor, mitigated by re-pairing and app management. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction consistent with use environment and external device application behavior.